Event description:
Customer reports a fiber leak at the end of treatment on the 25th reuse noted by a blood leak alarm and confirmed by hemastix. Customer was unable to confirm if there was anything unusual with the treatment prior to the blood leak. Treatment was ended and not continued with new disposables due to the pt being at the end of the treatment when the alarm occurred. Estimated blood loss was 250cc. No pt injury or medical intervention reported.